Event description:
Information was received from a patient (pt) regarding an external device. The reason for call was pt reported they were doing something on the handset and noticed today they were in MRI mode and unable to get out from MRI mode. Pt confirmed having mystim on screen but communicator not found. Agent had pt reset the communicator, when pt was asked to reset the bluetooth pt had difficulties working with the handset; pt mentioned the buttons were not working, or there's some delay reaction; pt added the screen froze; pt restarted the handset worked again but froze at some point. Agent tried to explain the delay function of the handset though pt confirmed handset was at 79%. Pt tried to work with the handset after the 2nd restart and pt was able to reset the bluetooth by turning on and off the airplane mode. When pt accessed once again the mystim, pt also had difficulties in scanning the qr code, communicator still not found after scanned. Pt tried to connect again but manually entered the serial number of the communicator, still getting not found and pt confirmed only the green light was on the communicator the bluetooth did not light up. Pt was concerned that the stimulation was off and agent tried to explain since there's no connection between the communicator and the handset, we're unable to access the mystim to go the MRI mode. During the call, agent mentioned that the handset will be replaced and ended the call. Agent called back and left a voice message to pt. Agent sent request to repair to replace the communicator due to no bluetooth light. Patient called back and stated they got their replacement communicator, but they were still encountering the same issue. Patient was stating they were still getting the not found message on their mystim application. Agent confirmed the patient was using their new communicator. Patient stated that they were seeing a steady green light on the communicator. Agent had the patient close out of all the applications on the handset and try to reconnect to the mystim therapy application. Patient was still getting a not found message. Agent asked patient to press on switch communicator and the handset was asking the patient to enter the serial number or scan the code. Patient entered the serial number manually but was still getting a not found message on their handset. Agent walked patient through resetting the communicator and closing out of the applications on the handset. Agent confirmed the bluetooth was active on their handset. Patient attempted to access the therapy application again and it was asking them to place the communicator over their implant. (Patient was not understanding what that meant and agent did their best to instruct the patient). Patient placed the communicator over their ins and got a no device response message. Patient stated it had been 3 days since they charged their ins. Agent walked patient through charging their ins and accessing the recharger application. Patient was able to access the recharger application and confirmed the ins battery was at 70% recharging with excellent quality. Agent had the patient reset the communicator again. Patient was having a hard time placing the communicator over their ins but eventually they were able to access their therapy application and confirmed that their therapy was on. Patient wanted to know what to do if they could not access the therapy application and they needed to turn their stimulation off. Agent reviewed that they could use the recharger application to turn their stimulator off if needed. The issue was resolved during the call.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Section b5 updated. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Patient stated that they cannot get the communicator to get into the app. Agent understood that patient cannot access their therapy app. Patient also added that their communicator just keep flashing green and blue and it wont became a solid light. Agent had the patient reset the communicator but it is still blinking. Patient tried charging the communicator and it still flashing. Agent had the patient connect to mystim app. They get a message saying not found. Patient needs to turn on and off their therapy, agent advised to use the recharger application to turn it off. Patient was able to see how to turn off the therapy. A request was sent to repair to replace the communicator.